Event description:
It was reported that medfusion pump experiencing travel coarse error/ check clutch plunger lever, during testing. No patient involved.

Manufacturer narrative:
Other, other text: h3: device evaluated by manufacturer: updated. H6: event problem and evaluation codes: updated. H10: device evaluation: the device was returned to manufacturing for investigation. Visual inspection and functional testing were performed. Visual inspection confirmed that the tamper seals were intact, the top case corners were chipped, the right plunger case was cracked, and the bottom case gasket was damaged upon receipt. Functional occlusion testing was performed. Error code for travel coarse error, check clutch and plunger lever were found in the device event history log. Results: the customer reported issue was duplicated in that a loud popping noise followed by a travel coarse error-check clutch and plunger lever occurred during the occlusion test. Root cause of the reported issue would be attributed to normal wear causing the clutch halves to slip on the lead screw. Who caused the reported issue would again be attributed to normal wear, the parts are 9 years old. The lead screw, clutch spring and both clutch halves were replaced. A power up process, preventive maintenance, occlusion test and all functional tests were performed and passed. A manufacturing device history record DHR review was not performed because the results of the complaint investigation do not indicate a problem with the manufacture of the device. No causes or potential causes of the customer's reported problem were found during the review of service and repair records., corrected data: d4: correction: model number: 4000, d5: correction: operator of device: unknown, e4: correction: initial reporter sent to FDA: unknown.